Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was an issue with the red desat alarms. The issue occurs when the 3d desat index alarm is configured off and latching alarms are enabled; visual and/or audible latching behavior is not applied to all spo2 alarms. The observed behavior is only see with masimo rainbow set spo2 technology. There was no adverse event or patient harm reported.

Manufacturer narrative:
Software revision updated.